Manufacturer narrative:
(B)(4). The lot was manufactured january 8, 2016 ¿ january 12, 2016. The device was received for evaluation. Visual inspection noted a leak due to complete detachment fo the tubing at the solvent-bonded area on the stressmember. Microscopic examination of the tubing showed no trace of solvent on the tubing. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing at the top of a small volume intermate had snapped and was leaking during infusion. The device was filled with 680 mg of meropenem in 50 ml of 0.9% sodium chloride. When disconnecting, it was discovered that blood had backed up into the line. There was no patient injury or medical intervention associated with this event. No additional information is available.